Event description:
The facility reports the pt was being lifted from the bed to the whellchair when one of the seams on the sling ripped. The resident's weight shifted, causing their right, shoulder and head to hit the floor, shoulder first. Their head landed on a lamb's wool splint that lessened the sling. The cna was able to lower the resident to the floor and detach the sling. No injuries were reported.